Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000874 (unknown serial/lot);  product ID bi71000444r (unknown serial/lot);  h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the image acquisition system (ias) was launched, a collimator error occurred and it did not start up. The shutter in the y direction was not working at all. Medtronic imaging was discontinued, but the operation continued using a on-medtronic system. Patient impact was asked but unknown.

Manufacturer narrative:
H3, h6: product bi71000444r, lot number: r092122081 rev. F was received by the manufacturer for analysis. The motion control box was installed in a test system. The motion did not initialize, "error initializing collimator" was present and the system was unable to fully boot and ready. X-ray and communication readied. Faulty rotor control box. An electrical failure was confirmed. C02 is applicable. Previously reported codes b01 and d02 are also applicable. Product bi71000874, lot number: cm23088 rev. 2 was received by the manufacturer for analysis. The collimator passed bench testing. I nstalled into a test system. The system booted and readied on each power cycle successfully multiple times. Multiple 2d and 3d images were acquired successfully. No fault found while under test. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.